Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative (rep) reported on june 1st 2016 stating that there was a power on reset (por) the previous night while they were getting ready for a new implant on the day of report. They were charging the device and a por occurred, but they were able to charge the device to 100% full. However, they were not seeing a por message on the clinician programmer (cp) that morning. The rep was going to call back if the por occurred again. There were no related patient symptoms reported.